Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a skin graft procedure on (B)(6), 2012 and was prescribed oral antibiotics. Additional information has been requested, however not received as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the clinic, the patient underwent an additional skin graft procedure on (B)(6), 2012.this report is filed july 31, 2013. Implanted device remains.